Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was further reported that the device was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor was undersensing, leading to false brady detection. Reprogramming options were discussed and the device remains in use. No patient complications have been reported as a result of this event.